Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot#f2019203 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, part of the sealant of the 6f-7f mynxgrip vascular closure device (vcd) came out a bit from the advancer tube, and deployment was not possible. There was no reported patient injury. The device was opened in sterile field. During product analysis it was discovered ,the failure reported should code as ¿sealant dislodged¿ was confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the reported failure experienced by the customer was most likely caused by a damaged proximal bond taper which could dislodge the sealant during device retraction. The device is expected to be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g3, g4,g6,h1,h2,h3 and h6. As reported, part of the sealant of the 6f-7f mynxgrip vascular closure device (vcd) came out a bit from the advancer tube, and deployment was not possible. There was no reported patient injury. The device was opened in sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle and with the procedural sheath pulled back against the shuttle. The sealant was located next to the balloon proximal bond and the advancer tube was engaged to the tamp lock. Per functional analysis, the sealant was deployed and proximal bond taper was damaged, functional testing could not be performed. Per microscopic analysis, upon removal of the sealant, the catheter shaft was visually inspected at high magnification. It was revealed that the balloon proximal bond taper was damaged/crushed. The location of the damage in the catheter shaft showed sign of wrong angle deployment. Misalignment of the mynx and the introducer sheath, can cause the advancer tube to "pin" the catheter shaft and cause the balloon taper to separate from the proximal shaft. A product history record (phr) review of lot f2019203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant exposed prior to use¿ was not confirmed during analysis of the returned device. The reported ¿sealant dislodged¿ was confirmed due to the condition in which the unit was received for analysis. Procedural factors, such as a damaged proximal bond taper which could dislodge the sealant during device retraction, may have contributed to the reported event. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.